Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. We were unable to verify prime alarms due to motor error alarms. No rewind anomaly noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received several compromised force sensor system alarms on the insulin pump. Customer stated that he is unable to get out of the rewind prime area. Customer was changing out the reservoir when the incident occurred. Customer's blood glucose was 71 mg/dl at the time of the incident. Customer also had a motor error alarm. Customer reported that the drive support cap is protruded. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan.